Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2023-02488 was submitted in error and is hereby retracted.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to neurologic damage, local or systemic (paraplegia and paraparesis), w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment of bilateral common iliac artery aneurysms using gore® excluder® aaa endoprosthesis. Both the right and left internal iliac arteries were coil embolized, and three excluder devices were implanted under the renal arteries. Immediately after the procedure, it was reported that the patient was able to move both legs. On (B)(6) 2023, the patient developed paraplegia. It is unknown, if the patient received any treatment and what treatment was received. Reportedly, possible factors contributing to the paraplegia were a transient bilateral embolization of both internal iliac arteries and the shower embolism during the procedure.